Manufacturer narrative:
At this time, the product remains capped and implanted. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically capped and replaced due to high pacing thresholds and intermittent capture. No additional adverse patient effects were reported.